Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's relative called the ambulance to transport the patient to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. Symptoms reported include shaky, sweaty, confused, diabetic seizure, dizziness and fatigue. The patient was treated with two coca cola drinks and unspecified intravenous fluids. The patient was discharged 4 hours later and applied a new pod.